Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred between ud-knob (up-down knob) and rl-knob (right-left knob) and at water supply connector, and water invaded scope connector during device handling by the user. As a result, an abnormality occurred in the electrical component, and the suggested event temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The additional evaluation findings are as follows: the insulation resistance value at the distal end was out of standards due to a burnt plastic distal end cover, there was corrosion on the scope connector cover unit due to leakage, there was noise on the image due to a deformed plug unit, due to a worn angle wire, angulation in the "up" direction was out of standard, there was a waterproof failure from the "up/down" and "right/left" knob, there was a waterproof failure due to a broken air/water cylinder, switch #2 did not work due to breakage, switch #1 did not work due to breakage, the charged coupled device lens had scratched, the light guide lens was broken, the bending section cover adhesive was detached and chipped, the coating on the connecting tube was peeled off, there was corrosion from the control unit, there was corrosion from the scope cover, there was corrosion from the grip, the control unit got heated due to a cut on the universal cord cable unit, the universal cord was corrugated and the scope connector was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis lucera elite colonovideoscope had an e315 scope error. The issue was found during preparation for use for a diagnostic procedure which was completed with a similar device without delay. There were no reports of patient harm.